Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; 1st inratio: 1.7; 2nd inratio: 2.9. Caller stated that the first finger was stuck twice before testing. First test pt missed the sample well. The second test, pt stuck same finger and got 1.7. Pt stuck new finger.